Event description:
It was reported that there was a suspected fracture of the atrial lead as evidenced by high impedance. X-ray did not show evidence of a fracture in the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.